Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump kept alarming no delivery despite two complete set changes. The patient's blood glucose at the beginning of the no delivery alarm issues was 110 mg/dl. Troubleshooting was initiated for the no delivery alarm. The customer was unable to prime with the current set: the device alarmed no delivery. The customer removed the reservoir and rewound the insulin pump; she then reconnected the reservoir and ran another prime: insulin did not exit the tubing and the device alarmed no delivery. The customer was advised to revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and missing the end cap sticker.